Event description:
This is an international report of a leak that was found coming from the silicone tubing of the transfer set during use. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample without pouch in reference to leak. Visually inspected with no issues noted. A clamp function test was performed with no issues noted. Tested underwater at 8 psi with no leak noted. A clear-passage tested was performed, with no blockage noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The cause was not identified because evaluation of the returned sample did not duplicate the alleged issue. Additional information: the lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.